Manufacturer narrative:
(B)(6) 2015 08:39 pm (gmt-4:00) added by (B)(6) (B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the distributor in (B)(4) 2010 which places the approximate usage life at 5 years, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. The device showed signs of wear at the connector where a small crack was observed. The device serial number is (B)(4) and the manufacture date is 3-may-2010. The device was sold to the distributor on (B)(4) 2010, which makes the approximate age of use 5 years. The device was evaluated for its electrical function according to the service manual, using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The results of the test are as follows: 5.49 vdc. Low current 5.95 amps dc . High current 5.9 amps dc. The device passed the dcv and low current, but failed the high current test. Based on the results of the evaluation, the reported complaint was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.